Event description:
It was reported that the device exhibited error code 45360. There was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. The service history review had no indication that the complaint was related to a service of the device within the review period. Functional testing was able to duplicate the reported problem. The error code was cleared to address the problem. The device then passed all functional tests.